Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, the cause that contributed to the reported event cannot be established. A risk review was completed and confirmed that the events of "tissue damage", "serious injury/ illness/impairment", "display screen does not function" and "device displays courtesy messages" were defined in the risk documentation and are documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the console showed a black screen, which made impossible for the physician to judge the lithotripsy situation in time, and at the same time, the inner wall of the patient's ureter was easily damaged. The console was restarted, but abnormal errors started displaying. The patient was under anesthesia, and it took 10 minutes for the console to recover from failure. The procedure was completed with the same device.

Event description:
It was reported that the console showed a black screen, which made impossible for the physician to judge the lithotripsy situation in time, and at the same time, the inner wall of the patient's ureter was easily damaged. The console was restarted, but abnormal errors started displaying. The patient was under anesthesia, and it took 10 minutes for the console to recover from failure. The procedure was completed with the same device.